Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.     A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a defect in the igniter unit led to the malfunction, resulting in the phenomenon where the xenon lamp does not light up and the spare lamp lights up.   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use, the xenon lamp was not turning on, but the spare lamp was on. The diagnostic sigmoidoscopy procedure was completed using a different light source. As reported, there was no patient impact or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty igniter unit. The device evaluation also found dust inside the equipment and a dent in the tank socket of the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.